Event description:
It was reported through litigation process that, on (B)(6) 2015, a patient underwent the port placement on the right chest port for venous access for mantle cell lymphoma. Sometime after the port placement procedure, the patient was diagnosed with bacteremia. It was further reported that, on (B)(6) 2015, a fluoroscopic evaluation revealed presence of thrombus in the port reservoir, along with poor blood return. Additionally, it was reported that the patient was diagnosed with occlusion. Subsequently, the infected port was removed on (B)(6) 2015, and a new port was implanted. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B5, d1, d4 (medical device catalog #, medical device lot #, unique identifier (UDI) #), g3, g4, h6 (patient, device, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the port catheter was allegedly occluded. It was further reported that the patient developed with infection and thrombosis. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.